Event description:
Midway through a left heart catherization, while injecting contrast via the cornary control syringe, air bubbles were injected into the pt. Per the doctor, a miniscule amount of air was injected. There was no pt harm or injury.